Manufacturer narrative:
It was reported that during a right parotidectomy procedure, the surgeon felt that the ptfe coated needle burned the patient's tissue. A new device was obtained and used for the rest of the procedure without further reported incident. The reporting facility indicated that there was no adverse impact to the patient's overall plan of care and that the no medical intervention was required. No sample has been returned for evaluation and a root cause could not be determined at this time. Due to the reported burn, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the surgeon felt a patient experienced a burn.